Event description:
The customer alleges that the adaptor is too loose or disconnects. A new tube was replaced. No report of a patient injury.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operation method. The sample was returned for evaluation. A visual exam was performed and it was observed that the 15mm connector was detached from the et plain tube. The connector insertion depth of the returned sample was measured and it was found that it was 7mm. There is no abnormality observed for the plain et tube. Twenty pieces of current production samples (3.5mm et plain tubes) were sampled. The connector insertion depth was measured and compared with the complaint sample. The connector insertion depth of the complaint sample was comparable with the current production lots. Instron pull testing was also conducted on the 20 pieces from production. The results were found to be within specification. Based on the investigation performed, the reported complaint could not be confirmed. The connector assembly of the plain et tube was designed in such a way that the connector can be removed and reconnected back to the tube when the tube is required to be cut to length. The directions for use other remarks: (dfu) state that the 15mm connectors are supplied with a partially inserted 15mm connector. Precautions in the dfu state that the 15mm connector should be firmly seated in the tracheal tube.

Event description:
The customer alleges that the adaptor is too loose or disconnects. A new tube was replaced. No report of a patient injury.

Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.